Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. On approximately (B)(6) 2025, the patient reported that their cgm sensor displayed a glucose value of 75 mg/dl, which they considered low. Based on this reading, the patient consumed carbohydrates. No symptoms were specified at the time. Following food intake, the patient noted that ¿the cgm values did not move up the way I would have expected.¿ no additional cgm readings were provided. The patient then checked their blood glucose using a glucometer, which showed a value of 55 mg/dl. The time interval between the cgm reading and the fingerstick (fs) bgm value was not disclosed. A few minutes after obtaining the fs reading, the patient reportedly experienced convulsions. Emergency medical services (ems) were called by the patient¿s spouse. No treatment details or bg values obtained by paramedics were provided. The patient was transported to the hospital, remained overnight, and was discharged the following day. Although the report states the patient was discharged the next/following day, the length of time in the hospital (less than or more than 24 hours) is unknown. No further patient, event, or treatment details were available. Despite requests, no additional information could be obtained. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.